Event description:
In 2004, a patient had reported that the connection of the "ti-adaptor and patient adaptor was separated after it had been connected". No patient injury or medical intervention was invloved.

Manufacturer narrative:
A device evaluation was performed on the sample. Results indicate that the ti-adaptor and the patient connector properly connected without leaks or separation.